Manufacturer narrative:
The soft cannula was observed to be kinked. Despite this, fluid was able to freely pass through the fluid path and exit the distal tip of the soft cannula. It is unknown how or when the kink occurred. No other components were observed to be damaged. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment for hyperglycemia, manual injections of insulin were delivered.